Manufacturer narrative:
(B)(4).

Event description:
No specific patient information given other than radial or brachial site reactions. Physician relating the irritation to hydrophillic coating. Site red, swollen, pustual. Physician stated he treated the site like an infection and was resolved. The patient required to be seen again to resolve irritation.